Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Evaluation found v-shape tear at shaft. Origin of tear could not be determined. Exact cause of sample condition could not be determined and possibly occurred post manufacturing. However, the possible root cause could be (example: roughly handling during stripping process or exposed to sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked near the bifurcation on the foley catheter shaft during the 7th day of use and also stated that there was a v-shaped crack about 5 cm in the front of the bifurcation. Per follow up via ibc on 11sep2020, the water leaked from the bifurcation of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked near the bifurcation on the foley catheter shaft during the 7th day of use and also stated that there was a v-shaped crack about 5 cm in the front of the bifurcation. Per follow up via ibc on 11sep2020, the water leaked from the bifurcation of the foley catheter.